Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in a coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, an unspecified stent was advanced; however, resistance was felt at the collar part of the guidezilla¿. The physician then attempted to reposition the device; however, the device was difficult to move. Subsequently, the catheter part became detached as the device was attempted to be removed. Snaring was done to retrieve the device from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in a coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, an unspecified stent was advanced; however, resistance was felt at the collar part of the guidezilla. The physician then attempted to reposition the device; however, the device was difficult to move. Subsequently, the catheter part became detached as the device was attempted to be removed. Snaring was done to retrieve the device from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.